Event description:
Per received report: transient global amnesia, possibly due to embolization during the procedure, and 24-hours post operatively small diffusion areas on left and right. The subject was enrolled and treated on (B)(6) 2012 after an incidental diagnosis of a left superior cerebellar artery aneurysm. CT scan done on (B)(6) 2012 showed a 5.9 x 4.7 x 2.0 (neck) mm aneurysm between left superior cerebellar artery and posterior cerebral artery. The subject's pre-op mrs = 1. The subject was treated on (B)(6) 2012. Two coils were placed. Micrusphere 10: lot number: f69915 serial number: (B)(4), deltapaq 10: lot number: f50704 serial number: (B)(4), (B)(4) grading scale post coiling was 2 (residual filling of aneurysm neck, not dome). Event: the subject suffered transient global amnesia, during procedure. This was felt to be related to embolization during angio coiling.

Manufacturer narrative:
Per received report: transient global amnesia, possibly due to embolization during the procedure, and 24-hours post operatively small diffusion areas on left and right. The subject was enrolled and treated on (B)(6) 2012, after an incidental diagnosis of a left superior cerebellar artery aneurysm. CT scan done on (B)(6) 2012, showed a 5.9 x 4.7 x 2.0 (neck) mm aneurysm between left superior cerebellar artery and posterior cerebral artery. The subject's pre-op mrs = 1. The subject was treated on (B)(6) 2012, two coils were placed. Micrusphere 10, lot number: f69915, serial number: (B)(4), deltapaq 10: lot number: f50704, serial number: (B)(4). Physician grading scale post coiling was 2 (residual filling of aneurysm neck, not dome). Event: the subject suffered transient global amnesia, during procedure. This was felt to be related to embolization during angio coiling. Subject received reopro. MRI 24-hour later showed small diffusion areas of the right parahippocampal and left occipital regions. Subject was kept for 1 days then was discharged home on (B)(6) 2012, mrs at discharge = 1. Site indicated events were related to the study device and related to the procedure. Medical monitor indicated events are possibly related to the procedure and possibly related to the study device. Without the return of the device for analysis and based on the available information no definitive conclusion can be made it appears that procedural factors possibly including device manipulation and device interaction may have contributed to the reported event. A review of the manufacturing documentation associated with this lot f50704 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00567 and 2954740-2012-00568.

Manufacturer narrative:
Subject received reopro. MRI 24-hour later showed small diffusion areas of the right parahippocampal and left occipital regions. Subject was kept for 1 days then was discharged home on (B)(6) 2012, mrs at discharge = 1. Site indicated events were related to the study device and related to the procedure. Medical monitor indicated events are possibly related to the procedure and possibly related to the study device. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00567 and 2954740-2012-00568. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: please disregard previously submitted reports. It was reported that the patient who was enrolled in the (B)(4) study had transient global amnesia possibly due to embolization during the treatment of a left superior cerebellar artery aneurysm with placement of a micrusphere 10 ((B)(4) lot f69915) and deltapaq 10 coil ((B)(4) lot f50704) using an echelon 10 microcatheter. Reopro was administered. MRI 24-hour later showed small diffusion areas of the right parahippocampal and left occipital regions. MRI demonstrated no findings of ischemia and it was reported that there was no diagnosis of stroke. The patient was kept for one day and then was discharged home with a mrs at discharge of 1. The patient was enrolled and treated after an incidental diagnosis of a left superior cerebellar artery aneurysm with CT showing a 5.9 x 4.7 x 2.0 (neck) mm aneurysm between left superior cerebellar artery and posterior cerebral artery. The pre-procedure modified rankin scale (mrs) score of 1. The two coils were placed with no device malfunctions. The raymond roy grading scale post coiling was 2 (residual filling of aneurysm neck, not done). Post-procedure the patient experienced some retrograde amnesia and was admitted to the neurological intensive care unit. The neurology critical care service was consulted. Patient underwent an MRI of the brain that demonstrated no findings of ischemia. No additional procedures were performed. The patient had an uncomplicated recovery and was transferred to the general neurosurgical floor. At the time of discharge the patient was ambulating independently and tolerating oral diet. The patient has optimal pain control and incision remain clean, dry and intact. Post procedure medications included aspirin 325 mg and plavix 75 mg daily. The coils remain implanted. A review of the manufacturing documentation associated with the involved coil lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Emboli and neurological deficits are known potential adverse events associated with coil embolization procedures as outlined in the instructions for use. The physical manipulation of the arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence of that any device performance or manufacturing issues contributed to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00567 and 2954740-2012-00568.